Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Correction: outcomes attributed to adverse event - removed disability or permanent damage, checked required intervention to prevent permanent impairment/damage (devices).

Event description:
Patient reported developing lumps under both axillae post miradry treatment. The left axilla resolved over time but a firm lump remained in the right axilla one year post-treatment. The clinic suggested the remaining lump was scar tissue. The clinic chose not to prescribe treatment since the patient was (B)(6) pregnant.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported developing lumps under both axillae post miradry treatment. The left axilla resolved over time but a firm lump remained in the right axilla one year post-treatment. The clinic suggested the remaining lump was scar tissue. The clinic chose not to prescribe treatment since the patient was 14 weeks pregnant.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Report source - removed consumer, checked health professional and user facility.

Event description:
Patient reported developing lumps under both axillae post miradry treatment. The left axilla resolved over time but a firm lump remained in the right axilla one year post-treatment. The clinic suggested the remaining lump was scar tissue. The clinic chose not to prescribe treatment since the patient was 14 weeks pregnant.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported developing lumps under both axillae post miradry treatment. The left axilla resolved over time but a firm lump remained in the right axilla one year post-treatment. The clinic suggested the remaining lump was scar tissue. The clinic chose not to prescribe treatment since the patient was (B)(6) pregnant.